Event description:
The pt received his scs system on (B)(6) 2010 including an ipg. It was reported the pt experiences heating at the ipg pocket site while charging. As a result, the ipg pocket site becomes red. The pt was sent a new charger. Since receiving the new charger no further issues have occurred.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.